Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a compromised forced sensor alarm and an unexpected restart alarm while trying to change her infusion set and during the loading process of her reservoir. Their blood glucose was 70 mg/dl. During prime rewind troubleshooting, the customer said that they were stuck in rewind complete/bolus delivery loop. They said that they did not deliver a bolus and is not able to esc to the status screen. The pump keep asking them to fill the tubing. They were advised to remove the battery for 11 minutes. The customer was assisted with clearing the battery out limit alarm. After troubleshooting, the pump did not exit the rewind loop and complete the fill tubing process successfully. The customer was advised that the pump needed to be replaced. The insulin pump is being returned for analysis.

Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test and unable to prime during the prime test due to moisture damage inside the force sensor resistor. Moisture damage found on the motor also. Pump passed the operating currents measurement, self test, unexpected alarm error test and displacement test. Unable to perform the occlusion test and no delivery test due to motor error alarm. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, broken belt clip slot and minor scratched display window.